Manufacturer narrative:
Block b5: quantity updated from 41 to 43. 1 broken wall supports, and 1 south wall latch is broken was added. Total number of events that did not involve patients updated from 33 to 35. Block d4 serial numbers added (B)(4) as listed below. Block d4 serial number: (B)(6). For the 43 reported events, ge healthcare (gehc) reported a field modification for this issue per 21 cfr 806 on 20 march 2019. The gehc internal field modification number is (B)(4). Customers were sent a letter explaining the issue and requesting the customer to inspect the warmer bedside panel latch areas. Replacement of broken bedside panels will be provided by gehc. A set of warning labels will be supplied for application to the bedside panels. These labels will warn the user to not use the bedside panels for maneuvering the warmer and indicate the correct method of maneuvering the warmer. An addendum to the operation and maintenance manual will also be provided emphasizing the need to check and ensure that the bedside panels and latches are not cracked, broken, or damaged before every patient use. The addendum will also contain instructions to increase detectability of broken or cracked bedside panels.

Event description:
This report summarizes 43 malfunction event. A review of the events indicated that model m1118179 infant radiant warmer had a material integrity problem that could cause a patient fall. The 43 reported malfunctions were reported as follows: 15 broken south wall, 7 broken wall, 7 broken side wall, 2 cracked south wall, 2 south wall assembly is broken, 1 broken hinge on south wall, 1 broken south wall and cracked base, 1 south wall hinge is cracked, 1 south wall latch is worn out, 1 broken mattress bed, 1 west wall does not close because latches are broken, 1 cracked bottom bedrail base, 1 broken south wall door clips, 1 broken wall supports, 1 south wall latch is broken. These reports were received from various sources. Of the 33 events, 35 did not involve patients.

Manufacturer narrative:
Serial number: (B)(4). For the 41 reported events, ge healthcare (gehc) reported a field modification for this issue per 21 cfr 806 on 20 march 2019. The gehc internal field modification number is (B)(4). Customers were sent a letter explaining the issue and requesting the customer to inspect the warmer bedside panel latch areas. Replacement of broken bedside panels will be provided by gehc. A set of warning labels will be supplied for application to the bedside panels. These labels will warn the user to not use the bedside panels for maneuvering the warmer and indicate the correct method of maneuvering the warmer. An addendum to the operation and maintenance manual will also be provided emphasizing the need to check and ensure that the bedside panels and latches are not cracked, broken, or damaged before every patient use. The addendum will also contain instructions to increase detectability of broken or cracked bedside panels.

Event description:
This report summarizes 41 malfunction event. A review of the events indicated that model m1118179 infant radiant warmer had a material integrity problem that could cause a patient fall. The 41 reported malfunctions were reported as follows: 15 broken south wall, 7 broken wall, 7 broken side wall, 2 cracked south wall, 2 south wall assembly is broken, 1 broken hinge on south wall, 1 broken south wall and cracked base, 1 south wall hinge is cracked, 1 south wall latch is worn out, 1 broken mattress bed, 1 west wall does not close because latches are broken, 1 cracked bottom bedrail base, 1 broken south wall door clips. These reports were received from various sources. Of the 33 events, 33 did not involve patients.